Event description:
It was reported that during hospitalization, the patient experienced some hypotension, requiring neo-synephrine, which was felt to be due to irritation of baroceptons. The patient was noted to have some mild confusion after the hypotension. The patient's remote memory was intact; however, recent memory was slightly decreased. Through the patient's hospital stay they became fluid volume overloaded and anemic, requiring lasix and two units of blood. The patient was discharged in stable condition in july and the conditions are resolved.

Event description:
Guidant's medical experts adjudicated thsi patient's outcome and it was determined that in addition to the other conditions previously mentionned on the initial medwatch, this patient experienced a stroke.